Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08393. It was reported the patient began experiencing ineffective stimulation from her scs system soon after her implant and pain at her ipg site. The patient underwent hip replacement surgery and the pain targeted by the scs system was resolved. The scs system has not been needed since and is no longer used. The patient has requested a system explant and is currently pending a meeting with her physician to determine the next steps to address the issue.